Event description:
Patient was admitted to sharon regional health system on 2/16/93 with shortness of breath and having had 2-3 shocks at home from defibrillator/pacemaker. This was implanted at a clinic. He was being managed with medication by attending physician. On 2/18/93 it was reported that patient began coughing and heart rate increased. Defibrillator was discharging. Atient was coded as per acls protocol. Patient expired at 1:05 p.m. Defibrillator/pacemaker was removed by pathologist and sent to the clinicinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: unknown. Service records not available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.